Event description:
Intraoperatively physician was using a 1.2 x 4.9 mm sidecutting bit to drill into the patient's first left lateral metatarsal head when the bit failed leaving slightly less than 1 cm of the bit in the patient's metatarsal head. Original physician was assisted by second physician, who both agreed that the bit would be unretrievable due to the location without causing more harm to the patient. The outcome of the surgery was not comprimised other than the retained bit. Two surgical screws were placed adjacent to the retained bit as part of the planned procedure. Fluoroscopy images of the retained bit were obtained during the procedure.